Manufacturer narrative:
The patient's ethnicity is unknown at this time. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the impella was inserted and the peel away sheath was removed, the repositioning sheath was inserted via the right femoral artery access site. The doctor noticed bleeding from the site. The aggrastat drip was stopped and manual pressure was held at the site for twenty minutes with no improvement. The impella was removed as hemostasis could not be achieved at the sheath site. A 16 french sheath was placed to stop the bleeding and the patient was taken to the operating room for surgical repair. The complaint patient outcome was reported as stable.

Manufacturer narrative:
E.1 revised initial reporter phone number as it was entered incorrectly on the initial report that was submitted. Added zip code extension as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. The device was not returned for investigation. Peri-procedural adverse event: access site bleeding: there was uncontrollable bleeding form the right femoral artery access site and hemostasis could not be achieved. The decision was made to remove the impella. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. A device history review was completed and the device passed all post sterile inspection checks.